Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during left supraclavicular lymph node biopsy, the cautery (bovie) was used by surgeon. Then a flash fire occurred, which it had superficial burns to face and chest of patient. Due to airway concerns, patient was intubated.